Event description:
The customer received two control results on the contour next link 2.4 and the meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for investigation. New strips, meter and control were sent to the customer.